Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. Date of implant has been estimated. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The rx absorb 3.0 x 12 mm referenced in describe event or problem and concomitant medical products is being filed under a separate manufacturer report number. Literature attachment: comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of death and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This was reported via review of article titled, 'comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention' case #11: it was reported that the procedure was to treat two lesions; one located in the proximal left anterior descending (lad) artery and one located in the mid right coronary artery (rca). Predilatation as performed with a 2.5x15 mm rotoblation device at 8 atmospheres (atm). A 3.0x12 mm absorb was deployed with 10 atm. Post-dilatation was performed with a 3.5x15mm unspecified balloon catheter at 14 atm. Predilatation of the rca was performed using a 3.0x15mm rotablation device. A 3.5x28 mm absorb was deployed in the mid rca with 14 atm. Post-dilatation was performed with an unspecified 3.5x15mm balloon catheter at 14 atm the patient was placed on dual anti-platelet therapy consisting of ascal and clopidogrel. The patient reportedly died on an unspecified date due to probable sub-acute scaffold thrombosis. No additional information was provided.